Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed; further described as "transfer set began to drain without being opened". This occurred during use of the device for peritoneal dialysis therapy, after connecting to a bag. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.